Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported in 2018 the patient lost their patient programmer and reported she had a catheter for 7 weeks because she did not have her interstim programmer. It was noted the event was ongoing at the time of the report. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the urinary retention was pre-existing the patient¿s system being implanted. The hcp also reported that using a catheter is standard of care for the patient¿s pre-existing urinary retention. No further complications were reported.